Manufacturer narrative:
Initial reporter e-mail: (B)(6). Upon investigation of the actual device involved in this incident, it was determined that an error message had occurred. A technical support specialist (tss) remotely accessed the cabinet and discovered that the item being requested had an incorrect quantity and required a cycle count. The tss logged into medbank myqlink and verified that another user had miscounted and entered an incorrect quantity over 200 million units. The customer had cycle count privileges, so the tss guided her through the correction process. The customer was able to update the count and successfully issue the medication to patient. The drawer opened as expected. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower auxiliary error message had occurred. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.